Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the part and lot numbers were not reported. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential adverse effect of peripheral percutaneous intervention. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The hospitalization was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional supera stent translated article titled - "various peripheral stents and their indications - from endoscopic examination".

Event description:
The following was reported in a research article: a 6.0 x 120 mm non-abbott stent was implanted in the proximal to middle left superficial femoral artery (75% stenosis). Two months later, two supera stents (5.5 x 120 mm, 5.0 x 60 mm - unknown catheter lengths) were implanted at the distal left superficial femoral artery to the popliteal artery (90% stenosis). Two months after the implant of the supera stents, imaging showed diffuse mild to moderate stenosis in each stent, and high-resolution endoscopy showed partial red thrombus. Specific patient information is documented as unknown. Details can be found in the attached article "various peripheral stents and their indications - from endoscopic examination".